Event description:
The customer reported that while the unit was being setup for use on a pt, they were unable to obtain a pressure trace. The pt was switched to another unit and therapy was continued. No pt injury was reported.